Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full facility name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the zoom did not work smoothly due to damage on the zoom charged coupled device (ccd). Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses had a white clouded area, the scope cover was dented, the universal cord was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the zoom of the evis lucera elite colonovideoscope malfunctioned and was not possible. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not have any idea what the foreign material was. The report is being submitted due to foreign material in the nozzle found during evaluation.